Event description:
Info received indicates the bed is coming out of the trend position.

Manufacturer narrative:
The tech isolated the issue to faulty trend gas cylinders. He replaced the trend gas cylinders to repair the bed.